Event description:
It was reported that the patient had a revision surgery to downsize the artificial urinary sphincter(aus) cuff. A patient outcome was not reported.

Event description:
It was reported that the patient had a revision surgery to downsize the artificial urinary sphincter (aus) cuff. A patient outcome was not reported.